Event description:
The company was informed that the pt's device was explanted on (B)(6) 2010. The pt was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more info. Once more info is received, a supplemental report will be submitted.